Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced granulation around abutment site and subsequently was treated with topical and oral antibiotics and steroids (date and duration not reported).